Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent superficial tumor resection surgery on (B)(6) 2025 and suture was used. At 14:09, the doctor was suturing the patient's wound and preparing to use the suture. However, the problem of pulling off suture needle happened, and a new suture was immediately replaced. This incident resulted in an extension of the surgical suture time. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.